Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2016-04555. Reference MFR. Report: 1627487-2016-04654. It was reported the patient's occipital (off-label) leads were eroding through the skin. As a result, surgical intervention was undertaken to explant the scs system. Note: the patient has two model 3149 leads with the same lot number and three model 3189 leads from the same lot. As it is unknown which leads are occipital, all suspected lots are being reported.